Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, infection.

Manufacturer narrative:
This follow-up was created to document the returned device, additional event information and updated method codes. A titan otr pump and two cylinders were received for evaluation. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. Based on the information provided quality accepts the physician's observations of such as the reason for surgical intervention. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received stated the reservoir remains in the patient.